Event description:
While trying to use the bard finesse breast biopsy probe, the device stopped working on the first pass. Red lights came on. The cassette was switched and replaced with a new one. Red lights remained on with no function of the device motor. A different biopsy device was used to obtain the biopsy specimens. Manufacturer response for bard finesse biopsy gun, finesse (per site reporter): finesse manufacturing representative called and replaced 2 biopsy needles at no charge for the hospital. Biomed service representative was notified, and will safety test the device before it is used again.